Manufacturer narrative:
According to the complaint and the information provided by the field, the user wanted to enter the contact information, and the keyboard didn¿t display on the screen. The root cause may be the management of focus element which raises up the keyboard. When you close the keyboard, a workaround exists to display it again: you click outside the input box in contacts section and click again in input box; the keyboard is displayed. No general malfunction is suspected on the programmer. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the keyboard is not displayed on the tablet.

Event description:
Reportedly, the keyboard is not displayed on the tablet.